Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal due to fluid loss. The pump was not working properly. The physician had the intention of implanting a new ipp, however, it was determined that the tissue was not healthy enough at this time. There were no patient complications.